Event description:
Notes: date of the event is unknown. This report pertains to the first of two events that occurred during the same procedure. It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to complainant, during the procedure the device had problems with the distal tip orientation. The device was removed and replaced with a second hydratome rx sphincterotome device. Refer to associated MFR report #3005099803-2008-05207 for details regarding the second device.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.